Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use cs300 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, e1(initial reporter, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) troubleshooted unit during testing. Unit had broken luer plug connecting to the safety disk. Replaced luer plug which was provided by the customer. Performed functional/safety testing all systems passed returned unit back to customer.